Event description:
It was reported that intermittent undefined alarms sounded even though the customer alleges they have the pump set to vibrate. Customer declined to provide additional information; therefore, no additional information could be gathered regarding the issue. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.